Event description:
It was reported that the patient presented remotely. Remote transmission showed that the patient's right ventricular (rv) lead exhibited noise oversensing. No intervention was performed. The patient had no adverse consequences due to the event.